Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds. The lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.